Event description:
It was observed during device evaluation that the xenon light source had a white residue present in the gas tube resulting from a leak between the connector and the pump. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.